Manufacturer narrative:
Concomitant medical products: ipg addrs1, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited noise. It was also noted that the other pacing lead exhibited possible fracture, noise and varying and high undefined impedance. Both pacing leads remain in use. No patient complications have been reported as a result of this event.